Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial#: (B)(4), implanted: (B)(6) 2008, product type: catheter. The main component of the system. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: , UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2021 (B)(4) (con, rep): consumer via a manufacturer representative regarding a patient who was receiving morphine drug, unknown (10mg/ml at 0.989) via an implantable pump for unknown indications for use. It was reported that the patient was not getting pain relief for approximately 3 months. There was no environmental or external factors that have led to the issue. It was mentioned that the intrathecal segment was not dripping / not flowing back cerebra spinal fluid (csf). A new intrathecal segment was placed and the issue was resolved at time of this report. The patient status at time of this report was alive no injury.